Manufacturer narrative:
Summary of event: as reported, during a procedure involving recanalization of the distal artery in a right leg vein graft, the hub of a flexor high-flex ansel guiding sheath separated upon attempted removal of the device from the patient. The device was removed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 06jun2025. Contralateral access was obtained in the right groin to target the left superficial femoral artery. The access site was not scarred, and the bifurcation angle was normal; however, ¿some¿ calcification was noted within the anatomy, including at the bifurcation. A 260-centimeter cook roadrunner stiff angled wire guide was used during the procedure. Resistance was not encountered during insertion or removal of any device through the sheath; however, ¿some¿ resistance was encountered upon removal of the sheath over a wire, with the dilator in place. The hub was used to pull the sheath from the patient. After the hub separated, the sheath shaft was manually pulled from the patient. The procedure was completed successfully, and a closure device was placed. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath. The sheath flare was intact, and no sheath material remained in the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that an unintended user error contributed to this event, as the sheath hub was used to pull the sheath from the patient. The IFU instructs the user to avoid applying traction to the hub during removal. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2025. Contralateral access was obtained in the right groin to target the left superficial femoral artery. The access site was not scarred, and the bifurcation angle was normal; however, ¿some¿ calcification was noted within the anatomy, including at the bifurcation. A 260-centimeter cook roadrunner stiff angled wire guide was used during the procedure. Resistance was not encountered during insertion or removal of any device through the sheath; however, ¿some¿ resistance was encountered upon removal of the sheath over a wire, with the dilator in place. The hub was used to pull the sheath from the patient. After the hub separated, the sheath shaft was manually pulled from the patient. The procedure was completed successfully, and a closure device was placed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving recanalization of the distal artery in a right leg vein graft, the hub of a flexor high-flex ansel guiding sheath separated upon attempted removal of the device from the patient. The device was removed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = practice manager. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.